Event description:
Patient said he had severe issues for 6wks until the ipg was replaced. He didn't specify what the issues were. Patient called requesting to speak with someone to discuss being implanted with a bad battery. Patient said it caused severe issues for 6wks until it was replaced. Patient stated he did follow up with his provider today (B)(6) 2024 and was told to contact enterra medical. Product was returned to the manufacturer. No issues were found with device.

Event description:
Implanting surgeon reported a battery change for her patient in july that resulted in pain at the pocket. Impedance was within range. She decided to change the battery again, as the patient did not report pocket pain prior. Upon battery change, the patient is no longer in pain.